Manufacturer narrative:
This report is associated with (B)(4), super poligrip ultra fresh (zinc free formula).

Event description:
He then found out that he had cancer and did not know if the 2 were related [cancer] white foam on mouth [foaming at mouth]. Case description: this case was reported by a consumer and described the occurrence of cancer in a male patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number rv7u, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In 2014, the patient started super poligrip ultra fresh (zinc free formula). In 2015, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced foaming at mouth. On an unknown date, the patient experienced cancer (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the cancer and product complaint were unknown and the outcome of the foaming at mouth was not recovered/not resolved. It was unknown if the reporter considered the cancer and foaming at mouth to be related to super poligrip ultra fresh (zinc free formula). Additional details, the adverse event information was received on 23 august 2016. Consumer reported that her husband using super poligrip ultra fresh. He started using it 2 years ago (2014). He then found out that he had cancer and did not know if the 2 were related. He started taking the treatments for the cancer and he started having the white foam around his mouth after applying the super poligrip. That happened a year ago (2015). He was still having the issue and was still using the product. They would speak to their doctor. He had to reapply it every 2 to 3 hours. The action taken for super poligrip ultra fresh (zinc free formula) was no change.

Event description:
He then found out that he had cancer and did not know if the 2 were related/ squamous cell carcinoma of right tonsil [metastatic squamous cell carcinoma]. Right cervical lymph node [cancer of lymph node]. Cancer (rt. Tonsil) [tonsil cancer]. White crust around the mouth [oral disorder]. White foam on mouth [foaming at mouth]. Case description: this case was reported by a consumer and described the occurrence of cancer in a male patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In 2014, the patient started super poligrip ultra fresh (zinc free formula). In 2015, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced foaming at mouth. On an unknown date, the patient experienced cancer (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the cancer and product complaint were unknown and the outcome of the foaming at mouth was not recovered/not resolved. It was unknown if the reporter considered the cancer and foaming at mouth to be related to super poligrip ultra fresh (zinc free formula). Additional details, the adverse event information was received on 23 august 2016. Consumer reported that her husband using super poligrip ultra fresh. He started using it 2 years ago (2014). He then found out that he had cancer and did not know if the 2 were related. He started taking the treatments for the cancer and he started having the white foam around his mouth after applying the super poligrip. That happened a year ago (2015). He was still having the issue and was still using the product. They would speak to their doctor. He had to reapply it every 2 to 3 hours. The action taken for super poligrip ultra fresh (zinc free formula) was no change. Follow up information was received on 4 october 2016 via adverse event reporting (aer) form by physician. The physician details were updated in the case. The demographic details of patients were updated. The physician reported the patient experienced white crust around the mouth and right cervical lymph node. The physician reported that on (B)(6) 2014 squamous cell carcinoma of right tonsil was removed by tonsillectomy and the metastatic squamous cell carcinoma lymph node (cervical) was removed. The event of cancer was changed to metastatic squamous cell carcinoma. The start date of product was updated to 2010. The physician reported that the patient experienced foaming mouth in 2013. The patient applied short strips or the dentures 3-4 times a day. The events of oral disorder, tonsil cancer and cancer of lymph node were added to the case. It was unknown if reported considered oral disorder, tonsil cancer and cancer of lymph node to be related to super poligrip ultra fresh (zinc free formula).